Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with an unknown indication. Eight years, five months, and eleven days post filter deployment, the filter prongs were allegedly perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years, five months, and eleven days post filter deployment, computed tomography scan of abdomen and pelvis without intravenous contrast was performed to evaluate the position of inferior vena cava filter which revealed that the filter in the inferior vena cava was identified in the usual position matching with the l2 on the l3 vertebral level. However, some of the inferior anchoring prongs were extended beyond the lumen. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.